Manufacturer narrative:
Date of event: aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported that thrombosis occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed using a watchman 2.5 laa closure device with delivery system (wds). Approximately two and one half (2.5) years post index procedure, (B)(6) 2022, the patient underwent a transesophageal echocardiogram (tee) cardioversion. During the cardioversion procedure, a mobile thrombus measuring 5mm by 4 mm was identified on the surface of the closure device. The cardioversion procedure was cancelled, and the patient was prescribed anticoagulation medication. The patient will undergo additional imaging at a future date.